Manufacturer narrative:
The user facility stated that liquid was observed on the instrument packs following a completed sterilization cycle. The instruments were reprocessed before use. A steris service representative inspected the sterilizer and found it to be operating properly. Based on the report of residual moisture on the instrument package, the reported event is attributed to improper drying of the instruments before placement in the v-pro max sterilizer. The steris operator manual states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant material safety data sheet (msds) for appropriate personal protective equipment, spill containment and cleanup." Additionally, the operator manual states (1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." In addition, the employee was not wearing proper ppe, specifically gloves, during the time of the reported event. The operator manual states (pp. 6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." A steris service representative will advise the user facility personnel of the importance of wearing proper ppe and thoroughly drying instruments before a sterilization cycle. No further issues have been reported.

Event description:
The user facility reported that an employee observed white discoloration on their hands and felt a burning sensation after removing instrument packs from the v-pro max sterilizer. The employee continued working after the reported event and did not seek medical treatment. No procedural delays or cancellations were reported.